Event description:
Customer reported discovering the unit had no audio at post (power-on-self-test), during preventative maintenance. There was no patient involved.

Manufacturer narrative:
Device was returned and will be evaluated. This product is no longer being manufactured. The unit will be scrapped after the evaluation is complete. The customer has been notified of end-of-life status of this product.